Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the reported issue and replaced armrest motor cable and master compute engine board (mceb) to resolve the issue. The system was tested and verified as ready for use. The affected part armrest motor cable involved with this complaint is a field scrap item and will not be returned to isi for further investigation. A return material authorization (RMA) was issued to the customer requesting to have mceb returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure and prior to ports placement, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that error 23062 occurred pointing to armrest. The customer had power cycled and restarted the console, but the issue was not resolved. It was confirmed that there were no obstructions on or around the console at the time of the issue. The tse reviewed the logs and found that the error persisted over multiple power cycles. The customer planned to disable ergonomic to continue with the procedure. There was no reported patient injury.